Event description:
The customer reported to olympus that while using the evis exera iii gastrointestinal videoscope a leak was observed. Liquid from the suction channel from the evis exera iii gastrointestinal videoscope tested positive for over 250 colony forming units (cfu) of klebsiella pneumoniae. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The sampling occurred during reprocessing. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the positive culture.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled on 13 feb 2023 and over 250 colony forming units (cfus) of klebsiella pneumoniae were identified. A second sampling was taken on 08 mar 2023 and less than one (1) cfus of microorganisms were detected. The obtained results are in conformance with the requirements. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning the customer suctions water from the channels and flushes out the air/water channel, auxiliary washing channel, the balloon channel and the forceps channel. The customer did not provide the name of detergent during pre-cleaning. During manual cleaning, the customer uses detergent aniosyme and brushes the operating/suction channel, the suction piston, the port of the operating channel and the distal end/area around the elevator. The scope was not sterilized. The device was returned to olympus for evaluation and the customer¿s allegation of leaking was confirmed. The evaluation revealed: the bending section cover had a cut, the plastic distal end cover had a chip, the control unit was damaged, and several scratches inside cylinders, channels, connector and other wear and tear elements. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to culture results (please see b6 for clarification). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Please see the additional information that was added to b6.